Manufacturer narrative:
During priming it was reported that the pressure sensor was giving false readings. First it wouldn¿t zero and then it was giving them erroneous readings. A delay in treatment was reported. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The fst cleaned the connection port were hls cable attaches. This solved the failure, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pressure failure could be confirmed on the date of event. The most possible root cause was contamination to the connection ports of the hls cable and sensor panel. To avoid reoccurrence the customer will be advised to follow the instruction for use and keep the sensor clean. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. As per the IFU of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2016-06-02. The review of the non-conformities has been performed on 2024-04-29 for the period of (B)(6) 2016 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "pressure sensor was giving false reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
During priming it was reported that the pressure sensor was giving false readings. First it wouldn¿t zero and then it was giving them erroneous readings. A delay in treatment was reported. No harm to any person has been reported.complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.